Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicated the reported issue. Physio-control downloaded the electronic records from the device and was able to confirm that the device cycled power shortly after the 4th shock was delivered to the patient; however, the cause of which could not be determined. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that while monitoring a patient during an event, that the ECG signal froze on the device's display and then the device rebooted by itself. The customer advised that the patient had been provided four (4) shocks and that it was approximately one (1) minute after the 4th shock that the reported issue was observed. The customer advised that there was an approximately 30 second delay as a result of the reported issue. After which, they were able to continue to monitor the patient with no further issues observed. The patient, a (B)(6) male, was later pronounced deceased in the emergency department (ed) after the call. The customer, a paramedic, advised that the device use did not contribute to the patient's outcome and provided the following rationale: "no, patient care was not impacted as shock 4 was successfully delivered and the total delay in monitoring was less than 1 minute, following acls algorithms and local protocols, a rhythm check and subsequent defibrillation would not have been indicated for 2 minutes, 1 minute past the time that the issue was rectified".